Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a scd pump. The customer states the unit will not charge, when they plugged into the wall outlet sparks were seen.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.